Manufacturer narrative:
Batch review performed on 07 october 2024. Lot: 1910662: (B)(4) items manufactured and released on 26-mar-2020. Expiration date: 2025-03-17. No anomalies found related to the problem. To date, all the items of the same lot have been sold with one similar reported event during the period of review. Additional component involved in the event: batch review performed on 07 october 2024. Gmk-sphere 02.12.0414fr tibial insert fixed sphere flex size 4/14 mm r (k121416) lot: 175261: (B)(4) items manufactured and released on 07-dec-2017. Expiration date: 2022-11-23. No anomalies found related to the problem. To date, 18 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting laxity of the knee and the cause is unknown. At about 4 years and 2 months after the primary surgery, the surgeon revised the femur (with a posterior stabilized revision femoral component) and insert (from 14mm to 17mm and semi constrained). The surgery was completed successfully.